Manufacturer narrative:
Citation: raveesha h an unusual case of late aortic bioprosthetic valve dehiscence ihj cardiovascular case reports (cvcr) volume 2, issue 2, (B)(6)2018, pages 69-72 https://doi.org/10.1016/j.ihjccr.2018.01.008 earliest date of publish used for event date.. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) male with rheumatic heart disease, severe mitral regurgitation, severe aortic regurgitation, paravalvular aortic root abscess who underwent mitral valve repair and aortic valve replacement with astented 25 mm hancock bioprosthesis. Prior to valve replacement antibiotics was prescribed for treating pre-existing infective endocarditis. Two years post-implant the valve was replaced with mechanical bileaflet ats prosthesis due to severe paravalvular regurgitation and prosthetic aortic valve dehiscence. No additional adverse patient effects or product performance problems were reported.